Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead an external insulation abrasion 36.4 to 36.6 cm from the connector pin consistent with friction to another device or feature of the heart. The etfe coating was intact in this region. Internal insulation abrasions were noted 26.7 to 27.3 cm, and 26.7 to 27.1 cm from the connector pin. No damage was noted on the etfe cable coating. An internal insulation abrasion was noted 26.5 cm to 27.2 cm from the connector pin breaching the ptfe inner coil liner. All other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.